Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The initial reporter first and last name was not available / reported. The initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during the cerebral thrombectomy procedure, the 5mm x 33cm embotrap ii revascularization device (et007533 / 19e034av) did not go through the headway® 21 microcatheter (microvention-terumo). It was reported that the microcatheter did not appear damaged, the insertion tool was securely placed into the hub of the microcatheter prior to the attempt to advance the embotrap device. The second operator held the insertion tool in position during the advancement of the device, but the device could not be advanced through the hub. There was no issue with the flushing of the device and adequate flush was maintained. The reported issue with the resistance at the microcatheter hub did not prompt the removal of the microcatheter; the target position was maintained. Another 5mm x 33cm embotrap ii revascularization device was used to replace the device and the procedure was successfully completed using the same microcatheter. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the embotrap device was returned with the original packaging, IFU, tyvek pouch and insertion tool. The original hoop was not returned. No other components or ancillary devices were returned with the complaint unit. The device underwent a visual inspection prior to disinfection. The initial examination of the returned embotrap device identified no deformation of the outer cage and inner channel and there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. Visual and tactile inspection of the proximal portion of the device indicated no damage. The insertion tool had no visible or tactile evidence of damage. Visual inspection was performed after the device underwent disinfection. Under magnification, all gold markers were intact and undamaged. The proximal coil did not indicate any damage or coil kinking; the distal coil indicates slight separation of the coils. The damage noted during the visual inspection under magnification i.e. The slight separation of the distal coil is indicative of pulling the device through a closed rotating hemostasis valve (rhv). The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od). The complaint indicated that the physician was unable to deliver the returned embotrap device through a microcatheter. Another embotrap device was taken and delivered successfully and the procedure was completed. The device was returned without any significant damage which may be due to the physician using low force to deliver the embotrap and not pushing against the resistance noted. The reason for the return embotrap device is consistent with attempted delivery into a microcatheter against resistance. The most probable causes of the failure to advance through the microcatheter are either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device). A constriction in the hub/lumen of the microcatheter used in the procedure, likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the returned embotrap device and a prowler select plus microcatheter, the returned device successfully advanced from the insertion tool into the lumen of the microcatheter in its fully seated position, but failed to deliver when the distance was increased to 10mm for the microcatheter lumen. A new embotrap was then advanced with no noted resistance and successfully delivered through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 8mm in the prowler select plus microcatheter. Advancement was unsuccessful at a gap greater than 10mm, i.e. Incorrectly seated. This shows that both the returned and new embotrap failed to deliver at the same point indicating there was no damage to inner channel or outer cage of the returned device. As the damage of the distal coil is consistent with attempted withdrawal through a closed rhv, this damage is likely to have happened after the failed attempt to deliver the device. The most probable root cause(s) therefore is either a localized temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19e034av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the reason for the return embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, the most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the cerebral thrombectomy procedure, the 5mm x 33cm embotrap ii revascularization device (et007533 / 19e034av) did not go through the headway® 21 microcatheter (microvention-terumo). It was reported that the microcatheter did not appear damaged, the insertion tool was securely placed into the hub of the microcatheter prior to the attempt to advance the embotrap device. The second operator held the insertion tool in position during the advancement of the device, but the device could not be advanced through the hub. There was no issue with the flushing of the device and adequate flush was maintained. The reported issue with the resistance at the microcatheter hub did not prompt the removal of the microcatheter; the target position was maintained. Another 5mm x 33cm embotrap ii revascularization device was used to replace the device and the procedure was successfully completed using the same microcatheter. The product was returned for evaluation which revealed that the embotrap device has a slight separation of the distal coils. All adhesive bonds were noted to be properly formed and intact. Based on the product analysis 2/20/2020, this event has been deemed MDR reportable as a ¿malfunction.¿